Event description:
The customer reported the subject device was exhibiting a leakage from the bending section cover (a-rubber). The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from the a-rubber) was confirmed and found to be due to a cut on the bending section cover. In addition, service found the water removal ability was out of specification due to a clogged nozzle, and the bending angle was out of specification due to wear of the angulation wire. The adhesive on the bending section cover was detached and dirty. The connecting tube, the distal end, the grip, and the acoustic lens were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. There is a possibility that the nozzle could not be properly reprocessed and foreign matter remained in the nozzle because of nozzle clogging and air leakage in rubber a (bending section cover). However, it was not possible to determine the factors that caused nozzle clogging or air leakage in rubber a. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting a leakage from the bending section cover (a-rubber). The reported issue occurred during reprocessing. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Event is being corrected for new information obtained.